Manufacturer narrative:
As the customer was unable to duplicate the reported issue, they returned the device to the end users for use. The customer declined the option to have their glidescope gvm video monitor and glidescope avl video baton 3-4 returned to verathon for evaluation. Since the device was not returned to verathon for evaluation, the cause could not be determined. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope gvm video monitor and glidescope avl video baton 3-4, the image would disappear intermittently. The customer indicated the procedure was completed using the reported device, with no delay noted. No harm to the patient or user was reported. The facility's biomedical engineering department evaluated the system after the event where they were unable to duplicate the reported issue; however, it was noted that on the first power up, the display on the monitor had flickered momentarily.